Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3387s-40, lot # v170161, implanted: (B)(6) 2008, product type lead; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type extension; product ID 7482a40, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3387s-40, lot # v123174, implanted: (B)(6) 2008, product type lead; product ID 7426, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type implantable neurostimulator. (B)(4).

Event description:
It was reported that the patient had severe depression since implant three years prior to this report. The patient expressed dissatisfaction and stated he would not have the device implanted again. The patient stated that he could not get the help he needed due to the device.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient went to 25 sessions of electroconvulsive therapy (ect). It completely "destroyed" the patient's body and he was "in the process of rebuilding his body." The patient's family was telling him he "had been decompressing."